Event description:
It was reported "the cvc needed to be removed from the patient as there was a small leak where the brown infusion port attaches to the line." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter for analysis. Signs of use were observed on and within the catheter. The medial extension line was intentionally severed, which matches the customer report. Visual analysis revealed a hole in the distal extension line adjacent to the luer hub. The luer hub remained attached to the extension line. Microscopic analysis confirmed the damage. The edges of the hole appeared rough and jagged which is consistent with a manufacturing molding defect. The distal extension line outer diameter measured 0.084", which is within the specification limits of 0.084"-0.088" per distal extension line extrusion product drawing. The distal extension line inner diameter measured 0.055", which is within the specification limits of 0.055"-0.059" per distal extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. The leaking was observed from the hole in the distal extension line, adjacent to the luer hub , when flushed. No leaking was observed from the proximal extension line. The medial extension line could not be functionally tested as it was severed by the customer. A manual tug test confirmed the proximal extension line was secure and intact. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." In addition , "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. There was a hole in the distal extension line adjacent to the luer hub, and the edges of the hole appeared rough and jagged which is consistent with a manufacturing molding defect. Based on these circumstances, manufacturing (molding) likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature